Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the exhalation valve flow sensor and reseated the expiratory module cable connector. The cse performed extended self-testing on the device and all tests passed. (B)(4)

Event description:
Covidien received information stating that while in use on a patient a 980 ventilator had a repeated alarm of severe occlusion. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.